Manufacturer narrative:
Updated fields: b4; g1; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes; h11. A getinge field service engineer (fse) evaluated the unit and found that the autofill failure was caused by a faulty pim. The fse replaced the pim (0997-00-1178) and performed all functional and safety test.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.